Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), migraine ("migraine headaches") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, menorrhagia, abdominal pain, dyspareunia, alopecia, abnormal weight gain, migraine and tooth disorder had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff sought treatment from her physicians but was unable to resolve her events. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), migraine ("migraine headaches") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, menorrhagia, abdominal pain, dyspareunia, alopecia, abnormal weight gain, migraine and tooth disorder had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff sought treatment from her physicians but was unable to resolve her events. Discrepancy noted: date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received. New reporter added. Date of explant added. Case becomes incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.